Manufacturer narrative:
It was reported that the pressure went high while the compressor was connected to a ventilator for air supply to a patient. There was no patient harm reported. After checking, the compressor¿s motherboard was found faulty and it was recommended to replace it. The user contracted a third-party repair company for the service why no part was returned and device logs were not received. Reported information and symptoms suggest that the pressure supervision on the printed circuit board assembly was falsely alarming for high pressure measured inside the compressed air tank. If this happens the actual delivered air pressure from the compressor mini is not affected. However, when this fault condition occurs the compressor may put itself into standby mode which means that air delivery will stop. If the compressor is used as back-up air supply and the indicated fault condition occurs, the compressor might fail to deliver air. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the compressor probably alarmed false for high pressure. As no goods were returned for investigation, this could not be confirmed and the cause of the reported issue could not be determined. H3 other text : 4114

Event description:
Manufacturer reference #: 231398.

Event description:
It was reported that the pressure was high while the compressor was connected to a ventilator for the supply of air gas to the patient. There was no patient harm. Manufacturer reference #: (B)(4).